Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device was discarded by the facility; therefore, not available for evaluation. The event investigation is currently, underway.

Event description:
It was reported that approximately, four months post filter implant, during a followup, it was identified that the filter had migrated caudally from t12 to l1-02, the filter legs were in the renals and was tilted approximately 45 degrees. The patient was asymptomatic; however, the filter was retrieved because, the physician was concerned the renals may thrombose. The filter was successfully removed and he patient was reported to be doing well. Prior to the g2 implant, the patient already had a filter in place, but continued with recurrent pe; therefore, during its implant, the g2 was implanted suprarenal.